Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization procedure, when the physician pressed the pedal of the console, the operating room lit up green. The console was put on standby and upon further inspection, it was noticed the fiber white sheath had a break/hole. The procedure was completed using another fiber without patient complications. There was no injury to the staff.